Event description:
Pt came to infusion center with leaking peripherally inserted central venous catheter (PICC) line that appeared to be broken. Line was sent to MFR - bard. Note: 1/10/07, bard responded to our inquiry.